Event description:
It was reported that a spectrum iq pump over infused over 21.5ml. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'over infusing (over 21.5 ml)' was not reproduced. The device infused at recommended parameters. The event history log review was completed, and the customer reported problem could not be confirmed through the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.